Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump was increasing pressure rapidly for no reason, inflow tubing was changed and the pump continued to do the same thing. This occurred during use in a knee scope case with no patient effect. Pump was turned off then on, tubing was taken off then put back on, tubing was then changed and the settings were confirmed. Still didn¿t help so the procedure was completed with a different pump.